Manufacturer narrative:
It was reported that the device has been explanted on (B)(6) 2021. This report is submitted on may 5, 2021.

Manufacturer narrative:
This report is submitted on 15 mar 2021.

Event description:
Per the clinic, it was reported that the electrode lead become extruded into the external auditory canal. The patient also experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 20, 2021.